Event description:
This lead was explanted due to abnormal impedances. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and the connectors were not received for analysis. The returned lead fragment was visually and electrically analyzed. The ligature marks were observed approx. 39 cm proximal to the lead tip. Furthermore, several cuts in the insulation were detected. In these areas the conductor cables were pulled out of their lumens. Both shock coils were found deformed. It is reasonable to assume, that these damages occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the available lead fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.